Event description:
In 2004, the pt presented with a symptomatic abdominal aortic aneurysm with an infrarenal neck of more than 2mm of thrombus and was treated with a gore excluder aaa endoprosthesis; trunk-ipsilateral leg component and contralateral leg component. In 2007, a type 1 endoleak was noted. In 2008, the pt experienced an aneurysm rupture due to endoleak. The devices were explanted. The pt is in intensive care.

Manufacturer narrative:
A review of the manufacturing records for the devices could not be conducted because device numbers were not available. A review of the manufacturing records for the devices could not be conducted because device numbers were not available. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. The us clinical studies quantify significant thrombus as thrombus >=2 mm in thickness. Please note: the second device, a contralateral limb, which was implanted and explanted is noted as unk in the absence of a serial number.